Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n237184, implanted: (B)(6) 2010, product type: accessory. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
It was reported that the patient was going to have an MRI of the head/brain. MRI guidelines were summarized. It was also reported that the patient had to recharge funny; the patient had to hold the recharger funny to get it to recharge. At this time, the patient would get a shocking/jolting sensation. No information as to how long this had been happening was provided. The doctor checked it and suspected the lead wire was loose. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, and if the issue was resolved. This event will be updated if additional information is received.